Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). During the procedure, the ds was not able to advance through the femoral artery. Several manipulations performed with 16f, non-abbott catheter, non-abbott wires and 7mm, non-abbott balloon resulted unsuccessful. On computed tomography (CT), it revealed that femoral bifurcations were high and presence of abdominal aortic calcification. The vascular site was punctured, and it was decided to go through the left femoral vessel. An unspecified stent was placed as an intervention to resolve the event. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The patient was discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of advancement difficulty through femoral artery and bleeding at femoral artery was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). During the procedure, the ds was not able to advance through the femoral artery. Several manipulations performed with 16f, non-abbott catheter, non-abbott wires and 7mm, non-abbott balloon resulted unsuccessful. On computed tomography (CT), it revealed that femoral bifurcations were high and presence of abdominal aortic calcification. The vascular site was punctured, and it was decided to go through the left femoral vessel. An unknown stent was placed as an intervention to resolve the minor bleeding noted in the femoral artery. Though the ds could not be able to pass the femoral artery, the valve was not able to be implanted, and the case was aborted. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The patient was discharged.

Manufacturer narrative:
An event of advancement difficulty through femoral artery and bleeding at femoral artery was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: health effect-clinical code: 3160